Manufacturer narrative:
Stryker provided the customer with a replacement device. The removed device was further evaluated by stryker product analysis center (pac) and the reported issue was verified. The likely cause of the reported issue was determined to be due to the lid switch, sw5.

Event description:
A customer contacted physio-control to report that their device would not recognize the lid being open. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement lid. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize the lid being open. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.